Event description:
A clinical director reported a cause of tass; a pt presented with inflammation in the anterior chamber one day following a cataract with intraocular lens implant procedure in the left eye. The pt's symptoms resolved with treatment. It was noted that no cultures were taken.

Manufacturer narrative:
The customer was unsure of the cause of the reported tass case. A questionaire was received and reviewed by a company clinical analyst, who stated the following. Epinephrine is added to bss (balanced salt solution) irrigating solution. This is off label use and contrary to the bss product directions for use (dfu). The cannulated instruments, including phaco and I/a handpiece, are flushed with 60 cc of water upon reprocessing. It is recommended that the facility be made aware of the handpiece directions for use dfu flushing water volume requirements, which calls for 120 cc of sterile deionized water through both ports followed by 60 cc of air through both ports. There is no evidence that the design or mfg of the phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products directions for use (dfu). The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the directions for use (dfu) and the (B)(4) recommended practices, and the (B)(4) guidance document. The root cause cannot be determined conclusively. (B)(4).